Event description:
(B)(4). Same case as 2134265-2010-04734. It was reported that during a coronary stenting treatment procedure, the stent explanted a previously deployed stent. The target was located in the mid left anterior descending artery with 80% stenosis and was 20.0 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion by using an ivus catheter and by deploying the 2.25x28mm taxus liberte stent. The site reported the stent was under-expanded and required additional post dilations. A 2.5x24mm taxus liberte stent was advanced to the lesion, but was unable to cross the lesion. A non bsc 2.5x15mm balloon catheter was inserted and advanced to the lesion. The balloon was inflated four times and removed. The taxus liberte 2.5x24mm stent was reinserted and removed because it was unable to cross the lesion. The ivus catheter was re-inserted and removed. The 2.5x24mm taxus liberte stent pulled out the previously implanted 2.25x28mm taxus liberte stent. A 2.25x24mm taxus liberte stent was then successfully implanted. A 2.5x20mm taxus liberte stent was inserted and removed because the stent length was too short to cover the lesion. A 2.25x24mm taxus liberte stent was advanced to the lesion and successfully deployed. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.

Event description:
(B)(4) clinical study. Same case as 2134265-2010-04734. It was reported that during a coronary stenting treatment procedure, the stent explanted a previously deployed stent. The target was located in the mid left anterior descending artery with 80% stenosis and was 20.0 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion by using an ivus catheter and by deploying the 2.25x28mm taxus liberte stent. The site reported the stent was under-expanded and required additional post dilations. A 2.5x24mm taxus liberte stent was advanced to the lesion but was unable to cross the lesion. A non bsc 2.5x15mm balloon catheter was inserted and advanced to the lesion. The balloon was inflated four times and removed. The taxus liberte 2.5x24mm stent was reinserted and removed because it was unable to cross the lesion. The ivus catheter was re-inserted and removed. The 2.5x24mm taxus liberte stent pulled out the previously implanted 2.25x28mm taxus liberte stent. A 2.25x24mm taxus liberte stent was then successfully implanted. A 2.5x20mm taxus liberte stent was inserted and removed because the stent length was too short to cover the lesion. A 2.25x24mm taxus liberte stent was advanced to the lesion and successfully deployed. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn corrected from h7493893624250 to h7493893624220, catalog/model number corrected from 38936-2425 to 38936-2422, lot number corrected from 13088046 to 12607178, device expiration date corrected from 05-apr-2011 to 25-sep-2010 and device manufacture date corrected from 20-nov-2009 to 08-may-2009. (B)(4).